Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported a shocking/burning sensation that began (B)(6) 2016. The issue was related to positional movements. The patient indicated when she rolled over to the left (the side the implant was on) she felt the burning/shocking sensation. The patient thought the implantable neurostimulator (ins) moves in there. It was noted the patient had an appointment tomorrow. Additional information received 2 weeks later via the consumer reported she was to have her third surgery on (B)(6) 2016 to have the device be put deeper. The caller wanted to make sure the device was functioning prior to moving it deeper. On (B)(6) 2016, the patient called to report that the ins had migrated to the surface. The event date was noted to be "probably about 3 weeks ago" ((B)(6) 2016). It was indicated the patient noticed a "hot burn shock" and then met with the healthcare provider (hcp) who determined the ins had migrated. The patient's indication for use was gastrointestinal/pelvic floor.

Event description:
Additional information received from the patient clarified that the stimulator moving around had migrated out. There was a surgery on (B)(6) 2016 to place it deeper in fat. The circumstances that led to the shocking and burning sensation included lying on the back rolling side to side, and catching on the bucket seat. It was noted that it was working, but the patient just did not like the burn and electrical jolt.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.